Event description:
It was reported that during elective device replacement, bad electrical parameters on the lead was found. A damage on the lead near the connector was noted. The lead was capped and replaced with good results. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).